Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r5732p. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridge reloads present. The cartridge reload (b) was received fully fired. The cartridge reload (c) was received fully fired with the pan damaged from the proximal end right side. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan become damaged. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the lobectomy, could not fire with ec60a and ecr60d. Changed another reload, could not open the jaw after fired. Opened the jaw manually with big force. There was no patient consequence reported. No additional information can be provided.